Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was observed and the auto- calibration valve (on the smart pneumatic module) was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device intermittently displayed a "run time calibration failure - 1051" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.